Event description:
A 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed to treat a lesion, exhibiting 90% stenosis, located at the bifurcation of lad # 6 for recent mi. The lesion was predilated using a balloon dilatation catheter. Good expansion of the vessel was confirmed on ivus after post-dilation; however, two days post implant, the pt presented with ventricular fibrilation. Emergent pci was performed and after aspiration of thrombosis, the pt recovered from symptoms. It is reported that asa and plavix were given to the pt 3 days before the first procedure. The pt is reported to be fine and no other sequelae were reported. Communication from the field confirmed that the lesion was situated at the bifurcation of the lad #6 and exhibited 90% stenosis. The lesion had been both pre and post dilated. According to the stent thrombosis report provided, the pt had a number of co-morbidities which may have impacted on the thrombosis event; however, this cannot be confirmed. It is reported that the stent was deployed with no issues noted, therefore, the device has not been identified as the root cause of the event. Stent thrombosis is listed in the potential adverse events section of the IFU and is a risk factor associated with every stent deployment that is performed.

Manufacturer narrative:
Other (ventricular fibrillation, emergent pci for aspiration of thrombus) - eval: (stent thrombosis).